Event description:
The user facility reported that during a patient procedure, the surgical table began tilting to the left when commanded to move into trendelenburg position. When a hospital employee released the trendelenburg button on the hand control, the seat section of the surgical table began to drift downward. The table was then commanded to return to the level position and responded. The patient was transferred to another table and the procedure was completed successfully. No injury was reported to either the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. As a precaution, the technician replaced the hydraulic block and the check valves for the seat section of the table. The table has been put back into service and no further issues have been reported with the equipment.